Event description:
Toothbrush head fell to bits while in use in my mouth- oral-b refills [device breakage] experienced no medical issues. [No adverse event]. Case narrative: consumer e-mail stated that while using oral-b toothbrush head, they fell to bits in her mouth. No injury was reported. Follow-up: no adverse event experienced by consumer. No injury was reported. Follow-up: maltese product notes updated on 20-aug-2025. No injury was reported.

Manufacturer narrative:
20-aug-2025: complained product will not be not available.

Manufacturer narrative:
On 08-sep-2025: product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head fell to bits while in use in my mouth- oral-b refills [device breakage]. Experienced no medical issues. [No adverse event]. Case narrative: consumer e-mail stated that while using oral-b toothbrush head, they fell to bits in her mouth. No injury was reported. Follow-up: no adverse event experienced by consumer. No injury was reported. Follow-up: maltese product notes updated on 20-aug-2025. No injury was reported. Follow-up: maltese product notes updated on 08-sep-2025. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush head fell to bits while in use in my mouth- oral-b refills [device breakage] experienced no medical issues. [No adverse event]. Case narrative: consumer e-mail stated that while using oral-b toothbrush head, they fell to bits in her mouth. No injury was reported. Follow-up: no adverse event experienced by consumer. No injury was reported.